Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low rectal surgery, after successful firing, when the reload was changed, the device was not able to be fired. Surgeon replaced the reload and was able to fire successfully. No patient injury.